Event description:
During service inspection at the manufacturing facility, it was reported that the maestro medium fixed duraguard had a bent foot. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Event description:
During service inspection at the manufacturing facility, it was reported that the maestro medium fixed duraguard had a bent foot. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker diagnostic technician through visual inspection. A bent duraguard can occur when excessive side load was applied to the feature. The device was discarded by the manufacturer following evaluation.